Event description:
The customer complained of a low erroneous glucose result for 1 patient tested on accu-chek inform ii meter serial number (B)(4) compared to another inform ii meter. The initial result from meter serial number (B)(4) at 5:06 a.m. Was 47 mg/dl. This result was not believed to be correct based on the previous results for the patient. The patient was tested at 5:15 a.m. On a 2nd inform ii meter and the result was 213 mg/dl. The 2nd result was believed to be correct. The patient was not treated based on the erroneous result. No adverse event occurred. The meter was contaminated with blood and was also producing error messages. The customer pulled the meter from service. Qc was run on both meters with passing results for both levels. The same vial of test strips was used on both meters. The test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any product. No information was provided in the complaint that would point to a cause for the discrepant results. Since no product was returned, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined.